Event description:
The customer reported the system would reboot on its own, and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the system computer. The system operates as intended.